Event description:
The complaint alleged that they were treating a 32 yr old male pt for cardiopulmonary arrest. The staff attempted to defibrillate the pt once at 250j and once at 300j. But the unit failed to discharge. One minute later the staff attemted a third defibrillation at 300j, and the unit discharged, but arced. The complainant alleged that on a fourth attempt to defibrillate the paddles arced again. Pt subsequently expired.